Manufacturer narrative:
Device history lot: part: 04.117.704s, lot: l354478, manufacturing site: (B)(4). Release to warehouse date: 10 april 2017, expiry date: 01 april 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on february 18, 2019, a surgery for unknown fracture was performed with va-dhp in question. The fracture was needed to be fixed by 2 plates, however, the surgeon used one plate on medial side because the patient bone had been deformed and had bone defect due to malunion of past fracture. On (B)(6) 2019, the patient felt pain during farm work. The plate was found to be broken later. On (B)(6) 2019, the patient underwent a plate removal surgery in which the plate was replaced with a metaphyseal plate and bone graft was applied. All implanted devices were removed/ explanted completely. The surgeon commented that he had to use only one plate during the original implant on (B)(6) 2019 because of the patient bone, but the fixation was insufficient and led to the plate breakage due to metal fatigue. No further information is available. Concomitant device reported: unknown screws ( part # unknown, lot # unknown, quantity unknown). This report is for one (1) 2.7/3.5 mm ti va-lcp ext medl dhp 4h/lt/111 mm-long-ster. This is report 1 of 1 for (B)(4).